Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. The implanted device is reported to be functioning properly and remains implanted. There has been no alleged failure of the device by the surgeon, this patient is reported to have been non-compliant with re-hab and physical therapy and therefore requires intervention to fix issues that arose due to noncompliance.

Event description:
This patient has been non compliant with her rehab and physical therapy. As a result she has developed flexion issues and patella baja. Surgical intervention is required to fix issues that arose due to non-compliance. Surgeon suggested we change the poly components in situ. The implanted device is reported to be functioning properly.